Event description:
It was reported that the customer could not upload his/her insulin pump to carelink. The customer's blood glucose level was not reported. The customer received a sensor end and displayable history check failed on startup alarms. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to download to the carelink software due to displayable history check failed on startup alarms in alarm history screen. Displayable history check failed on startup alarms due to corrupted history file. The test, minilink transmitter communicates properly to the insulin pump. The test, ultralink blood glucose meter communicates properly to the insulin pump. No rf communication anomaly during testing noted. Insulin pump had cracked case at display window corners.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.